Event description:
It was reported, the patient was pushed around and ¿manhandled¿ during an arrest two years ago. The patient was unable to recharge after the incident. The patient was living in (B)(6) and didn¿t contact a manufacturer representative (rep) for assistance. The patient then underwent treatment for lung cancer and was still unable to recharge. The patient¿s device reportedly had a confirmed overdischarge. It was unknown the number overdischarge and if a physician mode recharge (pmr) was performed. Troubleshooting had been performed, including an attempted trickle charge, charging the device ¿to no avail,¿ and attempted unsuccessful interrogation. It was reported that an explant of the device was planned due to patient noncompliance with charging protocol. The patient¿s status was noted to be alive with no injury. It was unknown if there were any patient symptoms or complications associated with the event. Additional information received reported the explant/replacement date was scheduled for 2014 (B)(6) at 0700. Additional information has been requested regarding patient's outcome after explant, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3550-39, lot# n293961, implanted: 2011 (B)(6); product type accessory product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the patient's outcome "as far as the rep knew" as fine.